Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was up to 600 mg/dl. Customer¿s current blood glucose level is 176 mg/dl. The customer also mentioned other blood glucose values such as 300 mg/dl. The customer was reported that the auto mode was not on of the insulin pump. The customer treated for high blood glucose with shots. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was wearing the insulin pump when event was reported. The customer was reported that the cannula was bent of the infusion set. The customer was reported that they had shoulder surgery and had been off pump for 48 hours. The insulin pump will not be returned for analysis.